Event description:
A customer contacted beckman coulter regarding falsely elevated troponin (accu tni) result from a single pt sample that was generated by the synchron lx I 725 instrument. The customer indicated that a pt sample was collected into a green top tube and tested for accu tni with the cap on. The accu tni result of 4.66 ng/ml was obtained and reported out of the lab. The cap was removed from the original tube and the sample was re-tested for accu tni; the repeated result was 0.03ng/ml. On the same day, a fresh sample was collected from the pt into a different tube type and tested for accu tni with the cap on; the result was 0.03 ng/ml. The corrected result of 0.03 ng/ml was reported out of the lab. Based on available info, pt had other symptoms and was admitted to the hosp. The lab did not receive info if pt was treated. There is no info regarding any adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Qc was within specifications. No other samples or assays were in question at the time of this event. Other cardiac enzymes were within range, and confirmed upon repeat. There were no errors from the closed tube accessing (cta) module or access instrument at the time of this event. A field service engineer (fse) was dispatched to the customer's lab. The fse verified aspirate probes and tubing. The fse performed a preventive maintenance (pm) to the instrument (no info why pm was done). The fse conducted diagnostics testing; all results passed within specifications. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.